Manufacturer narrative:
An investigation was performed on retention and returned product from the reported lot number. Retention and returned devices were tested with quality control cut-off standards (25 miu/ml) and high-hcg clinical urine samples (212.6-221.9 iu/ml). Results were read at 5 minutes and all devices yielded expected positive results. No false negative results were observed during in-house testing. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. A root cause could not be determined from the available information, as both retention and returned product performed as expected during in-house testing. Please note, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. Alere san diego will continue to monitor this issue through incoming complaints.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the patient was tested on the henry schein hcg urine cassette and obtained a negative result. Confirmatory bloodwork provided a positive result. Further information was requested, but no further information was received. Troubleshooting was attempted with the customer. The customer was advised on possible causes of false negatives, including technique, storage, and handling.